Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2mm non-bsc balloon. The physician attempted to place the 2.50x12 taxus liberte, but was unable to cross the lesion. While the physician was attempting to cross the lesion, the portion of the shaft in the physician's hand became slightly bent. The physician kept attempting to cross the lesion with the device and the shaft fractured at the proximal portion, outside the body. The device was removed. The lesion was dilated with a 2.5 mm non-bsc balloon and a non-bsc stent was deployed. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
(B)(4).